Manufacturer narrative:
H.6. Investigation summary bd received 16 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for foreign matter (water) in the tube was observed in 3 of the samples. The most likely root cause of the customer's indicated failure mode for water in the tube was determined to be that the tubes were draw tested and mistakenly returned to the assembly line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 400 bd vacutainer® lh pst¿ ii plus blood collection tubes experienced discolored/abnormal additive forms. Product defect was noted during use. The following information was provided by the initial reporter: tube contents fluid in the tube. 2 tubes detected when user was collecting blood sample (marked yellow on the tube). The stopper has been penetrated by a needle and 1 tube was detected when user looked for more tubes with fluid (marked orange).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 400 bd vacutainer® lh pst¿ ii plus blood collection tubes experienced discolored/abnormal additive forms. Product defect was noted during use. The following information was provided by the initial reporter: tube contents fluid in the tube. 2 tubes detected when user was collecting blood sample (marked yellow on the tube). The stopper has been penetrated by a needle and 1 tube was detected when user looked for more tubes with fluid (marked orange).